Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device. Symptoms reported included bleeding, pain and purulent discharge that was yellow green in color. The patient sought medical intervention with a doctor and was prescribed an antibiotic ointment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.